Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had an insulation issue. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.